Manufacturer narrative:
Continued h6 (health effect - impact code 4): f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Explanting physician reported an extracapsular rupture of the left device, a capsular contracture (baker grade IV), a thick capsule and ¿radiotherapized breast¿. Device has been explanted and replaced.